Event description:
In 1998, the cryopreserved pulmonary valve and conduit in question was implanted during rvot reconstruction on a patient. The patient's history was significant for pulmonary atresia, vsd, and previous central shunt placement. At approximately one year post-op, the patient presented with moderately severe pulmonary regurgitation/insufficiency. The patient underwent explant of the valve 16 days later due to dehiscence and pulmonary pseudo-aneurysm. The valve was replaced with a hancock valve. According to the clinical experience forms, no stenosis was noted at explant.